Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
Device depleting pad-paks before expiry dates. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 300p device and the pad-paks were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p last passed ¿out qat from heartsine technologies on the 17th july 2013. The device was returned with the reported fault of ¿device depleting pad-paks before expiry¿. Upon receipt both pad-paks were measured and confirmed to be depleted. The fault was traced back to excess silver paste which had caused a partial short circuit between the anode and cathode of the red status led. The short circuit had resulted in the initiation of the beeper alongside a flashing green status led, which had resulted in an excess current drain and the depletion of the 2 returned pad-paks as per the reported fault. The fault could not be replicated with a new membrane fitted. This confirmed the fault on the returned membrane. The status led¿s are tested during final test. This would suggest that the short circuit was intermittent in nature and caused as a result of an over application of silver paste during the manufacturing process. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
Device depleting pad-paks before expiry dates. There was no patient involved in this event.